Event description:
A (B)(6) male pt's son called zoll customer support to report a exposed wires on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the ECG c and d cable was ripped from the distribution node (dn) with wires exposed. This resulted in an intermittent connection between the cable and dn. In addition, the j704 connector was broke from strain relief. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The pt rec'd a replacement electrode belt.